Manufacturer narrative:
Results: excessive force used during sheath removal most likely resulted in reported damage, 21: no device or procedural images received for evaluation, no device received for evaluation. Conclusions: no device or procedural images received for evaluation, excessive force used during sheath removal most likely resulted in reported damage, device not returned. (B)(4).

Event description:
It was intended to use a nc sprinter ptca balloon catheter to treat a coronary lesion. The device was removed from packaging per IFU and inspected with no issues noted. The physician reported difficulty during removal of the protective sheath from the balloon, and had to use excessive force to remove. No issues were noted during inspection of the device after sheath removal. Negative prep was performed on the device with no issues noted. The balloon was then advanced to the lesion but it was reported that contrast was observed to be leaking out of the balloon during inflation of the device. The balloon failed to inflate. The device was then safely removed with no harm to the patient. The physician used another nc sprinter balloon to successfully complete the procedure, but noted similar difficulties during removal of the sheath from the second device. No reported patient complications or clinical sequelae.